Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day the event occurred. Ccc reviewed the data and noted multiple reagent probe 1(r1) flush pump errors were obtained. Ccc instructed the customer to manually titrate the r1 flush pump. The customer titrated the flush pump and obtained a loud squeaking noise. A siemens customer service engineer was dispatched to the customer site. While analyzing the instrument, the cse replaced flush pumps, solenoid valves and air knife. The cse primed the system and ran system check, which passed. The customer then ran qc, resulting within the expected ranges. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a dimension vista 1500 instrument. The result was reported and a healthcare practitioner questioned it. A new sample was drawn from the patient and tested, resulting higher and matching the patient's clinical history. Then the original sample was repeated on the same instrument and the result was consistent with the new draw result. The corrected result from the new draw sample was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.